Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that she had low (<70mg/dl) blood glucose levels. At 3:34am, her blood glucose was 78 mg/dl. She suspended her insulin deliver, drank some juice, and gave herself a glucagon shot because she had started convulsing. She went to the ER where she was monitored. She was treated with nausea medicine, and was released after her blood glucose level was brought up to 261 mg/dl.